Event description:
During ankle procedure, the fusion site was fixated with a small t plate and 4 locking screws. At this time, two separate screwdrivers broke off into two separate screws. One piece was able to be removed by surgeon, however, the other remained lodged in the screw and thus remained in the pt.